Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic small bowel resection, while the small bowel was being resected, after completing the open/close check, it was confirmed that all monitors are green. Then the doctor approached the tissue and closed the jaw completely, but the green button did not illuminate. The jaws of the device lock on tissue and was release successful. The situation did not improve even though the reload was reattached. A competing product was used and the operation was finished without any problem. After the operation, the reported product was checked, but the same symptoms as during the operation appeared, but when the adapter was reconnected, it became usable as usual. There was no patient injury.